Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-04967/04970 & 2014-00037/-00038).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, metallosis and the presence of fluid. Subsequently, the patient underwent a right hip revision on (B)(6) 2011. The acetabular component, modular head and metal acetabular liner were removed and replaced. Additionally, the patient underwent a left hip revision on (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s (B)(6) 2011 left hip revision operative report noted pain, loosening of the acetabular cup, bone resorption and the presence of a yellow cheesy fluid. The acetabular cup, modular head and taper adapter were removed and replaced.